Event description:
Customer reported her last blood glucose was over 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer reported she was bleeding with the entire set; she cleaned the site and inserted a new one. Then customer started having issues with high blood glucose. Customer was advised that inserting the infusion set in a capillary can cause bleeding. Customer was advised that no to use cold insulin and how to properly fill the reservoir. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.